Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: conclusion: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports. Functional testing revealed that the controller display and front panel did not illuminate, the controller was unable to communicate to a monitor, and unable to register an alarm adapter connected to the serial port. Supplemental testing was performed and revealed that the user interface controller, which is the main integrated chip responsible for the operations of the controller, was faulty. These are additional findings not related to the reported event. The most likely root cause of the observed contamination within the power ports can be attributed to the handing of the device. The most likely root cause of the observed controller and front panel display error, inability to communicate with the monitor, and inability to register the alarm adapter can be attributed to a faulty user interface controller. Functional testing also revealed that the no power alarm sounded for about two seconds when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that nimh battery was swollen. After the internal battery was replaced, the no power alarm performed as intended. Log file analysis revealed a controller fault alarm logged on (B)(6) 2020 at 11:03:37, indicating an issue with the internal battery. As a result the reported event was confirmed. In addition, log files revealed that the controller was in use for more than two years. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA: pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleting internal battery of the controller. The controller was exchanged. No patient complications have been reported as a result of this event.